Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd safetyglide¿ needle plunger was difficult to press down while administering a flu shot. The following information was provided by the initial reporter: "question: pharmacist has been using the 25g x 1" safetyglide needle (no product code or lot# available) to administer pre-filled flu shots. She reports having to apply increased pressure to the syringe plunger occasionally during the injection in order to administer the medication and it is causing increased discomfort to some patients. She wants to know what could be causing this. She states she belongs to a closed chat group for pharmacists, and several members have also complained of having the same issue with the safetyglide needle. Response: explained sometimes the gauge of the needle and viscosity of the solution can play a role in pressure needed for the injection. Recommended she also speak with the pre-filled flu vaccine manufacturer to ensure the problem is not on their end."